Event description:
It was reported that the remote monitoring transmission report for the device had question marks in the counters for the ventricular episodes data. It was noted that all other data appears normal. It was indicated the invalid data was due to a parity error. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.